Manufacturer narrative:
Unk. Date of event-unk. Product code: unk; submitter software does not allow for unk or blank entry. Unk. Device manufacture date -unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports a 'refractive miss.' Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: the surgeon states there is no issue with the implanted lens. This is a corneal issue. Claim# (B)(4).